Event description:
In 2005, the lay user/pt contacted lifescan (lfs) and alleged that his one touch ultra meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The pt had started using the subject meter 2 months ago and he reported that the meter. "Has always displayed the decimal point". He was not aware of the incorrect setting unit the day of his call to lfs when he read the test strip insert. He had decreased his oral medication (glucophage) 1000 mg to 500 mg. He did not receive any med attention or intervention. A replacement meter was sent to the lay user/pt.